Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via e-mail stated that the brush head became loose. No injury was reported. 18-aug-2021 follow up via e-mail: the female consumer submitted pictures of the oral-b power oral care refills precision clean she used. No injury was reported.

Event description:
(Oral-b) brush head comes loose [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case description: female consumer via e-mail stated that the brush head became loose. No injury was reported. (B)(6) 2021 follow up via e-mail: the female consumer submitted pictures of the oral-b power power oral care refills precision clean she used. No injury was reported.

Manufacturer narrative:
10-sep-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.